Event description:
It was reported that during pre-discharge check, the right ventricular lead exhibited a decrease in capture thresholds, pacing impedance and in sensing. Lead dislodgement was suspected. The lead was repositioned on (B)(6) 2014 and the physician allowed for additional slack in the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.